Event description:
The lead was explanted on (B)(6) 2011 due to product performance issue. No other information was available at this time. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).